Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had premature battery depletion caused by elevated threshold measurements. It was noted that the patient had little to no viable paced targets in the left ventricle, the physician used the only vessel available which resulted in the left ventricular (lv) lead having very high thresholds and the patient experienced phrenic nerve stimulation in several vectors. The device was explanted and replaced, and the lv lead remains in use. No further patient complications have been reported as a result of this event.